Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred, which the caller acknowledged and understood.